Event description:
A medtronic ent rep reported that during a demo yesterday (no pt present) at the site, he was in the fusion software on a rollingstone computer and the software crashed while at the "select surgeon" screen. The medtronic rep reported that it exited to a black screen with white boot text. They then re-started the system and went back into the software - he reported that it completely froze (no cursor movement) at the "select patient" screen. They re-started and the system worked without issue for the rest of the demo. There was no pt present.

Manufacturer narrative:
Investigation pending.